Event description:
It was reported there was a possible superficial skin infection. There was slight redness and fluid accumulation at the lateral edge of the left abdominal incision. An unscheduled clinic visit was necessary and neosporin was given as an intervention. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# va0jy78, implanted: (B)(6) 2015, product type: lead. Product ID: 3487a-56, lot# va0jy78, implanted: (B)(6) 2015, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).